Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at the third party service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's sensor board needs to be replaced to address the issue. The device has been evaluated but the components have not been replaced pending customer approval of estimate.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacture previously reported a ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at the third party service center, a "venitlator inoperative" code was found in the ventilator's downloaded error log. The device's sensor board needs to be replaced to address the issue. The device has been evaluated but the components have not been replaced pending customer approval of estimate. During the evaluation, the inlet air path assembly, removable air path, bellows, blower, flow sensor, tubing kit, active exhalation module and pollen filter were replaced due to white powder conatmination.